Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The display assembly and illuminator module were replaced. The system was then tested and met all product specs. The display assembly had physical damage and was not returned for further eval. The returned illuminator module was not visually inspected as it was directly reworked by the mfg floor upon receipt. The illuminator module was tested and a system message displayed. The module was disassembled and a lens was cracked. The home sensor pcb, the louver motor, and cracked lens were replaced. The system message did not persist. The root cause for the system message is related to either the home sensor pcb or the louver motor at port 1. A review of complaints for the last 24 months indicates one add'l report for the system. (B)(4).

Event description:
Adverse event(s): pt impact unk (no known impact or consequence to pt). Product problem(s): "system shut down" (loss of power), "blank screen" (no display or display failure). A surgeon reported that the system shut down during a procedure and received a blank screen. A pt was involved but was unk whether there was any impact. Multiple attempts were made to retrieve add'l info with no response from the facility.